Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was also reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent excision of vaginal mesh, revision of anterior repair on (B)(6) 2007 due to vaginal mesh erosion. It was reported that patient underwent excision of vaginal mesh with closure of vaginal mucosa on (B)(6) 2008 due to erosion of vaginal mesh. It was reported that patient underwent urethral dilation and cystoscopy of random bladder biopsies on (B)(6) 2010 due to urethral stenosis with recent new fish analysis positive. No additional information was provided.